Manufacturer narrative:
(B)(4). Medical product - bio-mod hum stem 9mm,item 113705, lot 1354256, therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2018-00776.

Event description:
It was reported that the patient underwent an initial shoulder procedure on an unknown date. Subsequently, the patient was converted from a hemi-biomodular to a reversed comprehensive shoulder due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Event description:
Shoulder revision due to cuff failure.